Manufacturer narrative:
The DHR for the articular surface were reviewed and found conforming. A product history search identified no other complaints for the part and lot combination of the articular surface. The reported dislocation still appears to be the result of the tibial component positioning. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed. The info provided on this form was previously submitted under MFR report number 1822565-2015-00067.

Event description:
It was reported that the pt underwent an open reduction, irrigation and debridement and polyethylene liner exchange due to dislocation.